Event description:
The procedure commenced to remove a right atrial (ra) lead (implanted in 2015) and a right ventricular (rv) lead implanted (B)(6) 05 due to infection. The ra lead was lumenless and was removed with a cook bulldog and a 12f glidelight device - no issues. Liberator and bulldog were used as traction platform for rv lead. The physician used a 14f glidelight with teflon sheath from glidelight kit. Advancement was made to lead's distal coil (rv lead was a dual coil sprint fidelis lead). During attempted removal, the liberator and bulldog both broke outside the pocket - but there was enough lead sticking out (6 in), so the 14f glidelight was removed, another bulldog was applied and a 16f glidelight was then used. The glide light lased at the clavicle and manually advanced to lead's distal coil. With countertraction provided by the bulldog device, the rv lead released. The glidelight never entered the rv (it was near tricuspid valve) when the rv lead released. Once the lead was removed, the patient's blood pressure drifted downward over several minutes. Transesophageal echocardiography (tee) revealed a pericardia! Effusion; a pericardiocentesis was performed, removing appx 450cc. A sternotomy followed, and a small, jagged rv apex perforation was discovered. The repair was successful with one stitch and patient survived. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).